Manufacturer narrative:
G4:16mar2021. B4:21mar2021. The customer replaced the central processing unit and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer reported a backup alarm failure when powering on the unit. There was no patient involvement. The customer spoke with the remote service engineer (rse) and found check vent back up alarm failed error in the significant event logs. The rse advised suspected cpu (central processing unit) board and provided part number for the cpu board.